Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# unknown, product type: recharger. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for radicular pain syndrome(radiculopa thies. It was reported that the patient had a blank recharger screen and the insr was not taking a charge when plugged into the desktop charger (dtc). It was noted that the dtc pin was not bent/loose. The last charge she did to her ins did not last as long as it normally did. Patient services noted the patient's ins was currently shown as inactive. The patient stated she still has the same implant she has had since 2009 and was feeling therapy 2 weeks ago. They changed the status to 'active'. No symptoms were reported. No further allegations/complications were reported.